Event description:
It was reported that after uneventful device preparation, during a tortuous circumflex artery intervention, the 2.5x12mm rx trek balloon failed to inflate, using an indeflator. A 50% saline/contrast solution was used. Another rx trek balloon was used successfully to predilate the lesion. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported inflation difficulty could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. In-process testing such as 100% visual and dimensional inspections and lot release destructive testing is performed during manufacturing.